Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the implant site. The device system was checked and measurements were fine. The patient reports that the sensation in the pocket feels similar to the sensations felt at implant. It is suspected that the sensations were due to the trauma from the recent lead change procedure. Guidant received additional information that two months later, the system exhibited noise on the atrial and shock channels and exhibited shock impedance > 125 ohms. There was an additional report of elevated pacing impedance and elevated pacing thresholds by the device and lead system. The leads were extracted and the device explanted. The device has been returned for analysis. A new device and lead system was successfully implanted.